Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was) which was then advanced into the left atrium. A watchman flx pro closure device and delivery system (wds) was implanted. A pe was noted during the procedure, requiring a pericardiocentesis to be performed. The procedure was concluded. The patient was fully recovered and discharged home two (2) days post index procedure.

Manufacturer narrative:
B5: information added. H6 patient code added: hemorrhage/blood loss/bleeding.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was) which was then advanced into the left atrium. A watchman flx pro closure device and delivery system (wds) was implanted. A pe was noted during the procedure, requiring a pericardiocentesis to be performed. The procedure was concluded. The patient was fully recovered and discharged home two (2) days post index procedure. It was further reported the patient experienced procedure and device related bleeding during the event. The closure device implanted was a 40mm device.